Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) and reported test strips that are suspected to be counterfeit. The patient did not allege any harm or injury because of the reported issue. The test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.